Event description:
It was reported that the ventilator failed internal test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal test, indicating a failure in the turbine module. Our field service technician investigated the ventilator on site. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module could reproduce the described customer issue regarding the turbine module. An evaluation of the received device logs could confirm the issue with turbine module failing the internal test.

Event description:
Manufacturer ref#:(B)(4).